Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with this same batch number. This device is a single use instrument pack that can be exposed to damage during trans-it and incorrect product storing. Possible causes could include but not limited to improper materials, cleaning, packaging, and/or processing prior to delivery to customer. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the drad pack was opened in theatre. The device was found with rust on the screwdriver handle. Backup from smith and nephew available but procedure was concluded with a backup device from another company.